Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and the cause was not known. The customer's spouse had to assist the customer by administering glucagon. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.